Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Additional information has been requested. The manufacturer internal reference number is: 2016-57275

Event description:
An optometrist reported light sensitivity in a patient's left eye three weeks post lasik surgery. Topical steroid drops were increased. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, the patients symptoms have resolved and they are to follow up as needed.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery, as listed in the laser system's manual. Rootcause: the root cause could not be determined conclusively. (B)(4).